Event description:
It was reported that the patient had an infection at the pump site. Specific symptoms were not provided. The pump and catheter were explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.